Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that no anomalies were found.

Event description:
It was reported that the patient presented wtih complaints of "shocking sensations." The left ventricular lead impedance had risen. The lead is still in use. No patient complications have been reported as a result of this event.